Event description:
Outside the body, when attempting to load the guidewire into the stent delivery system (sds), the stent pre-maturely deployed with the locking pin in place. Also, the guidewire became stuck in the lumen of the sds. The pt is a male. The target lesion was a mildly calcified right femoral artery. The product was properly inspected and prepped, prior to use. There were no kinks noted on the guidewire prior to loading. After the guidewire became stuck in the sds the physician cut the guidewire in an attempt to remove it, but was unsuccessful. Subsequently, another guidewire and sds were used to successfully complete the procedure. There was no report injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Add'l info will be submitted within 30 days of receipt.